Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: nuvaring, tranxene and naprosyn. Concurrent conditions included arnold-chiari malformation type I, uterine prolapse, pelvic discomfort, latex allergy, allergic reaction to analgesics, bladder prolapse, right lower quadrant pain and stress urinary incontinence. Concomitant products included clorazepate dipotassium (tranxene) since (B)(6) 2006 for depression, levothyroxine since 2002 for hypothyroidism as well as nsaids 25-jul-2007 to may 2010 and paracetamol (acetaminophen)25-jul-2007 to may 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems ¿ other"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder/urinary problems ¿ other"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti (urinary tract infection)") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),laparoscopic assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, abdominal pain and urinary incontinence had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urinary incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007-(discrepancy noted as per ppf) she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse, psych injury she received treatment for gen. Abnormal. Bleed:unknown diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: total bilateral occlusion. Fallopian tubes were blocked scout film shows bilateral essure stents in place. Each stent is positioned with its proximal end just beyond each cornu. There is grade-I occlusion bilaterally. There is no opacification along either stent nor any extravasation.. Pathology test - on (B)(6) 2010: focal squamous metaplasia, cervix 2. Benign secretory endometrium 3. No myometrial lesion identified. 4. Negative for malignancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, incontinence, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event¿ urinary tract infection and post procedural complication¿ was added. Reporter was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: nuvaring, tranxene and naprosyn. Concurrent conditions included arnold-chiari malformation type I, uterine prolapse, pelvic discomfort, latex allergy, allergic reaction to analgesics, bladder prolapse, right lower quadrant pain and stress urinary incontinence. Concomitant products included nsaids (B)(6) 2007 to (B)(6) 2010 and paracetamol (acetaminophen) (B)(6) 2007 to (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems ¿ other"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder/urinary problems ¿ other"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),laparoscopic assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, abdominal pain and urinary incontinence had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007-(discrepancy noted as per ppf) she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse, psych injury she received treatment for gen. Abnormal. Bleed:unknown diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: total bilateral occlusion. Fallopian tubes were blocked scout film shows bilateral essure stents in place. Each stent is positioned with its proximal end just beyond each cornu. There is grade-I occlusion bilaterally. There is no opacification along either stent nor any extravasation.. Pathology test - on (B)(6) 2010: focal squamous metaplasia, cervix 2. Benign secretory endometrium 3. No myometrial lesion identified. 4. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, incontinence, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Previously administered products included for an unreported indication: nuvaring, tranxene and naprosyn. Concurrent conditions included arnold-chiari malformation type I, uterine prolapse, pelvic discomfort, latex allergy, allergic reaction to analgesics, bladder prolapse, right lower quadrant pain and stress urinary incontinence. Concomitant products included nsaids25-(B)(6) 2007 to may 2010 and paracetamol (acetaminophen)(B)(6) 2007 to may 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In august 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems ¿ other"), dyspareunia ("dyspareunia (painful sexual intercourse)"), incontinence ("bladder/urinary problems ¿ other"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),laparoscopic assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, abdominal pain and incontinence had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2007-(discrepancy noted as per ppf) she received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse, psych injury she received treatment for gen. Abnormal. Bleed:unknown diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Result: total bilateral occlusion. Fallopian tubes were blocked scout film shows bilateral essure stents in place. Each stent is positioned with its proximal end just beyond each cornu. There is grade-I occlusion bilaterally. There is no opacification along either stent nor any extravasation.. Pathology test - on (B)(6) 2010: focal squamous metaplasia, cervix 2. Benign secretory endometrium 3. No myometrial lesion identified. 4. Negative for malignancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, incontinence, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety and mental anguish, migraines / headaches were added. Bladder disorder updated to incontinence, psych injury updated to psychological or psychiatric problems condition: depression. Onset dates were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("bladder/urinary problems ¿ other"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and bladder disorder ("bladder/urinary problems ¿ other"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, abdominal pain and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007-(discrepancy noted as per ppf). She received treatment for pelvic/abdominal pain, dyspareunia (painful sexual intercourse, psych injury. She received treatment for gen. Abnormal. Bleed: unknown . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event pelvic/abdominal pain, dyspareunia (painful sexual intercourse), gen. Abnormal. Bleed, psych injury, bladder/urinary problems ¿ other added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.